Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for noise, two high rate no sustained episodes, multiple short v-v intervals and probable fracture. The lead was initially reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.